Event description:
A health care facility reported that they obtained high readings on their precision xtra meter. The customer reported that they obtained readings of 79 mg/dl and 152 mg/dl compared to 40 mg/dl and 93 mg/dl with a lab within a 10 min timescale. When plotted on a parkes error grid, one or more of the results fell in the 'c' zone showing the differences in the values are clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product was returned and the complaint was not confirmed and no new issues were observed. All results were within range specification and no new errors were observed during control solution testing.